Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had low blood glucose level. The customer's blood glucose level was 50 mg/dl at the time of incident. The customer reported that two days ago the pump got shut down. The low blood glucose was treated with carbs. The insulin pump will not be returned for analysis.